Event description:
Same case as: 2134265-2014-04328 and 2134265-2014-04327. It was reported that automatic pullback failure occurred. During a percutaneous coronary intervention (pci), intravascular ultrasound (ivus) was performed with an ilab ultrasound imaging system in conjunction with an opticross¿ imaging catheter. However, the motor drive unit (mdu) failed to perform automatic pullback. The procedure was completed with another of the same imaging catheter and sled. No patient complications were reported and the patient's condition is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental MDR will be filed. (B)(4).